Event description:
It was reported that during a peripheral treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified right femoral artery, below the knee. The 3.0mm x 40/135 sterling monorail balloon was inflated the first time to 10 atms. During second inflation at 14 atms, the balloon ruptured. The device was exchanged for a non-bsc balloon. Flow was 'recovered' and the procedure was successfully completed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)